Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level was 524 mg/dl. Reportedly, the customer went to the emergency room (ER) and was given a manual injection to treat the bg level. The customer was released the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.